Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing low blood glucose 47 mg/dl which was treated with food. Customer did not show symptoms of low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated they were using auto mode feature but turned it off after repeated low sensor glucose alarm. The insulin pump will not be returned for analysis.